Event description:
An endoscopic retrograde cholangiopancreatography (ercp) was successful. However, upon removing the scope from the patient via surgical trocar, the disposable tip of the ercp scope fell off of the scope into the patients peritoneum. Surgeon was able to retrieve the item in the peritoneum. This was an unsterile piece of the scope that fell off into the patient.